Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4 was failed due to the damaged bearing cage, which resulted in a delay to patient care. A field service engineer replaced main half height drawer 4 completely and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer 3.1. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.